Event description:
Event description guidant received information that during a procedure to change out a device, when induction testing, a yellow warning screen was displayed stating the 'shorted lead', and out-of-range impedance. The patient was externally rescued. The chronic implantable lead was surgically abandoned, and a new system was implanted pectorially. The patient was successfully converted with the new lead.